Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for unexpected battery power loss. Blood glucose was unknown. Customer reported that in last 2 months pump turned off completely without the any alert. Customer reported that he put a new battery in the morning and in the afternoon, in the middle of bolus delivery, the insulin pump turned off without any warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No unexpected blank display noted during bolus delivery. Unit was monitored for five days. No unexpected blank display, off no power anomaly or unexpected battery power loss anomaly noted. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker.